Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va01jef, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the "about two months" prior to the report the patient was changing programs and when she changed programs she got a "shocking or jolting" in the device area. The patient was on program 1, previously on program 4, at 1.6 volts. The patient also stated that when she adjusted the stimulation amplitude she got the "shocking or jolting" pain in the device area. The patient had not had any falls or trauma and the week prior to the report had a return of symptoms of wetting the bed during the night. Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had felt a painful sensation at their implant site, but was getting no stimulation sensation.

Manufacturer narrative:
(B)(4).